Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 45 mg/dl and customer treated this with the juice and banana and declined troubleshooting for it. Customer will monitor and if any other adjustments are needed she will call back. The device will not be returned for the analysis.